Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/27/2017. Additional information: report date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed on the received lap-band. Brown particles were noted on the band shell, buckle strap and in the inner surface of the buckle. An air leak test was performed, and no leakage was noted. Under microscopic analysis, the band tubing was noted to have a surgical end cut, consistent with removal of the device. No other unusual characteristics were noted on the returned device.

Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 01/31/2017. Device labeling addresses the reported event as follows: precautions: the lap-band ap system is for single use only. Do not use a band, access port, needle or calibration tube that appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Warnings: patients self-adjustment of their bands has been reported. This can result in inappropriate band tightness, infection and other complications.

Event description:
Reported as: a patient had lap-band system removed due "port infection".